Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vich12.1 implantable collamer lens, +07.50 diopter, in the patients left eye (os) on (B)(6) 2019. The lens was explanted on(B)(6) 2020 due to low vaulting. The lens was exchanged for a longer lens andt the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned in a micro-centrifuge vial, with moisture and debris on lens. Visual inspection found no visible damage to the lens and there was debris on lens. Claim # (B)(4).